Event description:
It was reported that a spectrum iq pump rate was too low during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, rate is too low for repair was reproduced failing the flow accuracy test. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be to the pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.